Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via a merlin@home transmission, it was noted that the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing on a stored egm. The patient did not receive therapy during the oversensing. The device was reprogrammed to what was suggested by technical services. The patient did well prior during and after. The device remains implanted.